Event description:
No further event information available at the time of this report

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10 visual examination of the returned reamer found signs of repeated use and the tip has fractured off and was not returned. The device was submitted for further analysis. Analysis determined the features of this instrument¿s fracture surface align with those reported in zrm_wa_0489_18 summary of failure analysis of vanguard box reamer tip fractures. These reamer fracture surfaces present with a single initiation point indicated by a convergence of radial lines indicative of bending overload failure mode. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. This complaint was confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip of box reamer broke. All of the instrument was retrieved. No affect on the patient.